Event description:
Symptoms has been resolved.

Event description:
Healthcare professional (hcp) reported was injected with juvéderm® voluma¿ with lidocaine in the ck1, ck2, ck3. Three days later, patient experienced inflammation and infection in the right ck1. Patient was treated with dacortin, ciprofloxacin, penicilin, deflazacort. Symptom ongoing/unresolved.

Manufacturer narrative:
Suspect product: lot number 963/3. Type of investigation code: b15, b17, b20. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.